Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the display of the infusion device had become "milky" a short time after changing the battery in the device and it affected the patient's ability to read the values displayed on the device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.